Event description:
It was reported that the lead failed. The lead and extension were removed and not replaced.

Manufacturer narrative:
Product ID 3095, product type extension product ID 3093-28, lot# v952224, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead model 3093-28, lot v952224, found no significant anomaly. The body was cut through and the product segmented. Continuity was acceptable on both segments, though electrode #1 was crushed. Analysis of the extension model 3095 serial unknown found no significant anomaly. The body was cut through and the product segmented. Continuity was acceptable.